Event description:
This report is from asn unsponsored pilot study of hyalgan therapy of osteoarthritis of the first mc-c joint. A pt (pt #14) on warfarin therapy, for atrial fibrillation and post coronary stenting, experienced hemoptysis after their first hyalgan (sodium hyaluronate) injection and was admitted to the hospital. Etiological investigation during the hospitalization included: a nasopharyngolaryngoscopy which was negative to the vocal cord, a chest x-ray which was normal except for a tracheal deviation to the right and hemoglobin studies which were normal. Pt was seen by a pulmonologist, who felt that the evaluation could be continued as an outpatient with a chest cat scan (CT). The pulmonologist also advised resumption of warfarin, which has been temporarily discontinued, because the pt's international normalized ratio (inr) was sub-therapeutic. There was no further bleeding after 11:30 (am or pm not specified) on the day pt was admitted and pt was discharged on nov 2001. The reporting physician felt that "there was no evidence of any relation of this event to pt's first hyalgan injections." The lot number was not specified. Add'l info had been requested and will be provided when available. Add'l info (hospital discharge summary) received on dec 2001: pt with a history of cad, congestive heart failure (chf), hypertension and atrial fibrillation was admitted for complaint of hemoptysis. The pt awoke the morning of the admission with a "mouthful" of clotted blood mixed with sputum. Pt experienced several more episodes over the next few hours and went to the emergency center. The labs also revealed a hemoglobin of 11.2 g/dl. Pt denied any epistaxis, hematemesis, melena, bright red blood per rectum, or increased bruising. Pt also denied fevers, chills, any change in character of baseline cough, no contact with sick people or those with tuberculosis. The pt had completed their fourth injection of hyalgan into the mc-c joint (lot #051800, expiration date: may 2004) on an unspecified date. A fiberoptic nasopharyngoscopy was negative for source of bleeding to the vocal cords. A chest x-ray was negative for tuberculosis or bronchogenic carcinoma. After 1 day of hospitalization involving respiratory isolation and holding pt's coumadin (warfarin), pt demonstrated no further episode of hemoptysis, after 11:30 am of the day of admission. Pt was discharged in good condition with follow-up in the pulmonary clinic. Discharge diagnosis/plan: 1. Hemoptysis without hemodynamic or cardiopulmonary manifestations. Respiratory isolation for tb, afb of sputum x 3 to rule out tuberculosis. Follow daily cbc's, and clinical exam. Pulmonary consult nov 2001. Chest CT scan ordered. Hold coumadin, asa. Add'l info was received from the syudy investigator in feb 2002: "history of present illness: pt presented with shortness of breath and lower extremity edema. At that time the pt was noted to have a temperature of 101 in the emergnecy room, an interstitial process diffusely on chest x-ray. EKG at that time was unchanged from previous ones." "Hospital course: the pt was admitted to the micu (medical ICU), diuresed with IV lasix (furosemide) and started on levaquin (levofloxacin). The pt then got an echocardiogram on 13 dec, which was unchanged from previous one in oct. Pt then had a stress test, which showed an inferior wall defect that was predominantly reversible. The pt also had catheterization, which showed a patent rca stent and 75% d-1 and 50% om-1 lesions. The pt was then transferred to the floor for further diuresis. The pt also got some preoperative evaluation including dental consult which showed no active disease as well as pulmonary function tests to evaluate possible interstitial lung disease, and the pt's spirometry and lung volumes were normal although pt's dlco was 17% which was markedly abnormal. The pt also had a chest CT because of the suspicion for interstitial disease, however the chest CT was interstitial disease. The pt was therefore diuresed until pt was euvolemic and was discahrged to home with follow-up with pt's cardiologist. The pt's coumadin had been stopped at the time of admission while pt was waiting for their catheterization. Heparin was restarted at the time that pt was transferred to the floor. The pt was discharged on lovenox (enoxaparin) and was restarted on coumadin and also had follow-up appointments in the anticoagulation clinic the following week. Other issues included one out of four blood cultures with gram-positive rods from the 12 dec admission which was likely a contaminant and the pt had gotten ten days of levaquin for presumed pneumonia." "The chf predated treatment with hyalgan and was likely not related." Date of discharge: dec 2001. Discharge diagnosis: 1. Congestive heart failure (chf), 2. Cad, 3. Presumed pneumonia. Corrective treatment: (coumadin and asa held). Levaquin, IV lasix.